Event description:
It was reported that "catheter was found damaged at around 90cm from the tip of the catheter after 4 days of use. Catheter check before use was probably not performed. There were no problems observed during use but the customer requested to examine the cause of the problem." There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stop cocks was returned for evaluation. A non-edwards contamination shield was located from approximately 42 cm and 105 cm from the catheter tip. No introducer or packaging was returned. No damage or inconsistencies to the returned syringe was observed. The contamination shield was removed for evaluation. A puncture, approximately 3 mm long, and 3 scratch marks, approximately 1 mm, 0.5 mm, and 0.5 mm long, were found on the catheter body around 38.5 cm from the catheter tip. Leakage was found from the puncture when pressurizing the distal lumen or balloon inflation lumen. The proximal injectate lumen was patent without any leakage or occlusion. Blood was observed under the balloon. The balloon did not inflate due to leakage from the puncture. The balloon inflation lumen was occluded with clotted blood from the puncture to the balloon. Balloon inflation test was performed using returned syringe with 1.5 cc air. The damage length was measured with a lab scale. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of catheter damage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.